Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that an allergic reaction causing an abscess, irritation, pain, swelling and liquid pus drainage had occurred while wearing the pod on the arm. Symptoms began 3 days into usage. Patient also experienced a blood glucose level of 400 mg/dl. Patient sought medical attention at a health care clinic and was diagnosed an infection; at the clinic, the site was drained and patient was prescribed clindamycin (150mg), which was to be taken orally every 6 hours; this medication made patient sick, so she eventually switched to bactrim tablets (150mg), which were taken every 12 hours. Patient was also prescribed mupirocin 2% ointment, to be applied to infected areas up 3 to times daily with dressing changes up to 4 times daily. Patient was also directed to take ibuprofen and tylenol as needed. Patient has discontinued pod use and resumed injection therapy. This pod was discarded.